Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (10mg/ml at flex dosing, 5.3mg per day) via an implantable pump. It was reported that per patient, the managing physician aspirated more drug than expected during a refill one time, but the date was unknown.  The physician was referred to another physician for a catheter replacement. Per physician, the catheter was kinked atthe anchoring site of spine. It was noted that the whole system was removed and replaced. The patient did not report any withdrawal symptoms. The issue was resolved at the time of the report.

Manufacturer narrative:
Updated: g2/b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at flex dosing, 5.3mg per day) via an implantable pump. It was reported that per patient, the managing physician aspirated more drug than expected during a refill one time; however, the date of this event was unknown. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was referred to another physician for a catheter replacement. Per physician, the catheter was kinked at the anchoring site of spine. It was noted that the whole system was removed and replaced. The patient did not report any withdrawal symptoms. The issue was resolved at the time of the report.